Event description:
Information received by medtronic indicated that st elevation in leads ii and avf was observed during the second ablation. The therapy was stopped at forty one seconds of ablation at -40°c. The st elevation persisted and an interventional cardiologist arrived to perform coronary angiograms. All coronary arteries were determined to be unobstructed with the right coronary artery having an anomalous takeoff from the left coronary cusp. Patient also experienced hypertension. The patient was medically treated until the ECG and blood pressure returned to normal. The cryoablation procedure was aborted. Device 1 of 2, reference MFR report: 3002648230-2015-00076.

Event description:
Information received by medtronic indicated that st elevation in leads ii and avf was observed during the second ablation. The therapy was stopped at forty one seconds of ablation at -40°c. The st elevation persisted and an interventional cardiologist arrived to perform coronary angiograms. All coronary arteries were determined to be unobstructed with the right coronary artery having an anomalous takeoff from the left coronary cusp. Patient also experienced hypertension. The patient was medically treated until the ECG and blood pressure returned to normal. The cryoablation procedure was aborted. Device 1 of 2, reference MFR report: 3002648230-2015-00075.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.